Event description:
It was reported that during a procedure, subject stent got stuck on the distal region of the microcatheter and when physician tried to remove the subject stent proximally the subject stent delivery wire got cut off during use. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during a procedure, subject stent got stuck on the distal region of the microcatheter and when physician tried to remove the subject stent proximally the subject stent delivery wire got cut off during use. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications, because the product was not returned. There was very little additional information received from the customer. It was reported that 'when we tried to insert the subject stent the stent got stuck on the distal region of the catheter. The physician tried to remove the stent proximally, but the stent delivery wire got cut off. Another stent was used instead with another catheter'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.